Event description:
Customer reported the device was programmed to infuse chemotherapeutic (paclitaxel drug, dose: 290.5mg) in continuous infusion pump, during 3 hours. After 1 hour and 40 minutes, the pump informed "end of infusion". Programming done by the nurse with double check in the installation. There was no adverse event. The device will not be returned for evaluation.